Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied medical records confirmed loosening of the tibial component. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions about the root cause of the device loosening based on the available information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. The cement manufacturer is unknown.